Manufacturer narrative:
(B)(4). The exact date of occurrence is unknown; however, this was reported to be found approximately a week prior to being reported to baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of an interlink extension set was cracked and falling apart. This was found before use when the device was removed from a dispensing machine in which it was stored. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual inspection was performed and observed damage to the sterile packaging. The reported condition was verified. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.